Manufacturer narrative:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to their clinic after receiving a shock. A full device check was performed. The ICD recorded code 1005, which is indicative of a high shock impedance measurement, measuring greater than 145 ohms at the time of shock therapy delivery. The shock delivered for the patient's ventricular fibrillation (vf) successfully converted the arrhythmia. In addition, the shock impedance measurement was in the 130's range with reported high right ventricular (rv) threshold measurements. Rv lead trending over the past year shows a gradual rise in shock impedance measurements. A request was made to have data from this device analyzed. Data analysis showed the rv impedance was saturated high. Technical services (ts) was consulted and offered additional troubleshooting. An individual shock vector breakdown was performed to assess lead integrity. The right atrial (ra) lead to rv lead was 139 ohms, rv lead to can 110 ohms, ra lead to can was 113 ohms with an overall shock impedance measurement of 94 ohms. Subsequently, the physician admitted the patient to the hospital until the device system could be explanted and replaced. It was noted that upon removal of the rv lead, the lead body was heavily calcified. This device was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in shock impedances. The impedances values are still within normal limits, however, during a device change out procedure for normal battery depletion, the physician elected to perform a defibrillation threshold (dft) test to confirm rv lead function. The shock impedances were 80 ohms. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in shock impedances. The impedances values are still within normal limits, however, during a device change out procedure for normal battery depletion, the physician elected to perform a defibrillation threshold (dft) test to confirm rv lead function. The shock impedances were 80 ohms. The rv lead remains in service. No additional adverse patient effects were reported.